Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm during manual prime, which lead to high blood glucose readings. The customer's blood glucose level was 421 mg/dl, customer treated with a manual injections. The caller performed troubleshooting but did not have extra supplies to continue. Customer was advised to change out their entire set and reservoir. The customer was advised to revert to a back-up plan until she received replacement infusion sets. The infusion sets were replaced, but nothing was returned.